Event description:
It was reported to philips that the device has a testing error. There was no patient involvement.

Event description:
It was reported to philips that the device has a testing error. The field service engineer (fse) evaluated the device and found the high voltage capacitor needs changing. It was determined that this was a malfunction of the high voltage capacitor. It was replaced and the device passed all performance assurance testing. The device remains at the customer site and no further evaluation is required at this time.